Event description:
The patient stated 9 solostar pens were defective out of the 30 pens she received in the order mailed to her. The rph authorized a no charge replacement of 10 pens of lantus solostar 3ml 5s #2 boxes, to be sent overnight, patient almost out. Return received on (B) (6) 2009. No lot number ndc number or exp date retrieved prior to disposal. Dose, frequency and route used: inject 94 units every evening at bedtime. Therapy dates: (B) (6) 2009 to (B) (6) 2009. Diagnosis for use: diabetes mellitus.